Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead received multiple shocks. There was a concern the lead had dislodged. At this time, surgical intervention is not planned. However sensitivity was reprogrammed to mitigate t-wave oversensing. Following reprogramming, defibrillation threshold (dft) tests were successfully performed. No adverse patient effects were reported.